Manufacturer narrative:
H.6. Investigation: customer returned (6) 1cc, 8mm, 31g relion syringes in an open poly bag from lot # 8162855. Customer states that the needle was bent when the shield is removed and plunger rod loose. All returned samples were examined and all exhibited a bent cannula. All samples were also tested and all plunger rods were able to be exercised in the plunger without any observed defects. A review of the device history record was completed for batch # 8162855. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure (loose plunger rod).

Event description:
It was reported that the relion® insulin syringe's plunger rod came loose during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8162855. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the relion insulin syringe's plunger rod came loose during use.